Event description:
Information was received indicating that an inner cannula to a smiths medical portex® blue line ultra® tracheostomy tube became increasingly longer in length. Reported cannula cleaning 2-3 times a day with 30 degrees of water is noted to be now longer than the outer cannula. Noted stomal bleeding and inflammation following a doctor's appointment. There were no reported adverse effects.

Manufacturer narrative:
The following decontaminated samples were received in plastic bags without their original packaging: 005/073/690 9mm blu thin wall inner cannula 1/ea; 007/920/290 blu thin wall fenes. Inner cann. 9.0mm s/assy 1/ea; 007/075/490 blu trachy tube sub-assembly, uncuff, fenestrated, 9.0mm. Under visual inspection the technician noticed that the inner cannula of 005/073/690 was protruding 2mm from 007/075/490. The device was measured by a ruler g:01269-cz. The calibration was valid until august 2021. Furthermore the technician noticed that there were cracks and splits on the same cannula. The second inner cannula 007/920/290 and tracheostomy tube were found to be without any visual defects nor inner cannula protrusions. Inner cannulas are purchased components. It was found that in (B)(6) 2018 (B)(6) medical raised complaint against supplier avenue (scar 00213) due to the same problem which were identified by customers. The supplier investigation outcome was that the problems reported by the customers did not occur in avenue and it is more related to long term use. The customer was asked for additional information about the cleaning method. A response was received that the inner cannula became longer after 14 days in use and that cleaning was done according to IFU. Based on the low occurrence of this issue, and all the available information we are not able to determine the root cause of this problem.